Event description:
Clinical reported that they had a pt that coded and the system did not alarm for 50 seconds after the event. They expected the system to alarm vfib at 23:51 pm. Ref # MFR 8030229-2014-00001.